Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to recharge her ipg and the programmer reflected a communication error. The patient stated she was without stimulation coverage for several weeks. The patient's ipg was deemed inoperable. Subsequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Reportedly, effective therapy was regained following the procedure and the issue is resolved.